Event description:
During an inspection by an olympus field service engineer, it was found the electrosurgical generator (esg-400) displayed an e433 (auto-restart) error and generator restarted automatically. There was no procedure or patient involvement associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to a defective high voltage power supply (hvps) board. In addition, an e214 (low battery) error was displayed due to a low voltage of battery of the motherboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported e433 (auto-restart) error was determined to be the result of a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.